Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a large hole in the proximal cylinder body with broken fabric treads that was result with sharp instrument damage. Cylinder 1 has wear at folds. Krt was worn to filament; cylinder 2 the body was cut in half. These cuts/damages are consistent with explant damage, and were considered a secondary failure. Product analysis could not perform functional testing on the cylinders as they were cut in half. The proximal cylinder body of cylinder 2 also has a hole with broken fabric treads that was result with sharp instrument damage as well. Krt was worn to filament. Product analysis could not perform functional testing on the cylinders as they were cut in half. The ams 700 spherical reservoir was also visually inspected and functionally tested. The reservoir has wear at fold; no leaks were found. Product analysis was unable to confirm the reported events.the product record review indicated reported events do not represent an unanticipated event, and that pain, and infection are included as potential adverse events in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions) and hazard analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that due to pain, the patient visited the hospital "about a month ago." It was found that the patient had an urethral infection with the cause of the infection unknown. The infection was treated and his inflatable penile prosthesis (ipp) removed and a spectra penile prosthesis cylinder was implanted on the patient's right side. It was noted that the patient's symptoms are now getting better after this surgery.

Event description:
It was reported that due to pain, the patient visited the hospital "about a month ago." It was found that the patient had an urethral infection with the cause of the infection unknown. The infection was treated and his inflatable penile prosthesis (ipp) removed and a spectra penile prosthesis cylinder was implanted on the patient's right side. It was noted that the patient's symptoms are now getting better after this surgery.